Manufacturer narrative:
Tracking# 47948. D6: info not available, device not returned for analysis.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported after removing the er220 from the wolf reusable trocar the clip in the jaw of the device had rotated. Also, the clips applied on smaller vessels appeared to be loose and were removed from the vessels and pt. The procedure was completed with a ussc medium applier. There was no consequence to the pt.